Event description:
It was reported that the customer ¿overcorrected¿ for a high blood glucose (bg) level and caused their bg level to decrease to 49 mg/dl. Subsequently, the customer experience a seizure and a bloody nose. Customer required assistance to administer a glucagon shot and consume a sugary drink to address the bg. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.